Event description:
It was reported by the pt's daughter that "shortly" after the stent was placed, the pt experienced itching. A 2.5x16mm taxus express2 drug eluting stent was implanted in an unspecified vessel. "Shortly" after the stent placement the pt "experienced itching, mostly in the area of the head (no hives). She also couldn't talk or think for a couple of days", which was further described as "confusion or a sinking feeling." Additional info has been requested from the physician's office, but has not been rec'd as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt, therefore, no analysis could be performed. The manufacturing records for top assembly batch #7241808 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.